Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving baclofen and morphine via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. The patient stated that they bent over and within a couple of hours they started having withdrawal symptoms. The pump logs were checked and there were no alerts; there were no volume discrepancies; and the healthcare provider successfully aspirated. The patient was taken to surgery where the physician replaced the full catheter due to the withdrawal symptoms confirming posterior catheter tip placement.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2025 product type catheter. Product ID 8784 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-oct-2020, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 25-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.